Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with implantable cardioverter defibrillator (ICD) received twelve shocks. The physician believed that it was a reentrant tachycardia and should not have been given therapy. Boston scientific technical services (ts) discussed reprogramming options and suggested medications. An attempt to obtain additional information from the field was unsuccessful. The ICD remains in service. No adverse patient effects were reported.